Event description:
Directly from the customer: "I learned we have one guy off on injury for having to catch a patient because one of these sheets tore while transferring a patient at the hospital."

Manufacturer narrative:
Root cause: due to a supplier change (vietnam to colombia) both medsource and the private label customer were under the impression the product was would not affect tensile strength. However, after further comparison of the products from the original manufacturer to the current, it was found that the colombia sheets had a different manufacturing process for the seams that reduced tensile strength, thus resulting in the product ripping easily if used for patient transport. Corrective action: ronexmed (colombia supplier) will update manufacturing for the xps sheet by improving the tensile strength formulation and heading process, as well as increasing the gsm (grams per square metre) providing additional fabric thickness to assistant in mitigating tears during use. Health hazard evaluation was conducted and it was found that no additional action is required by medsource at this time.